Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call hospitalization. Customer's blood glucose level was 375 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced fever, vomiting, difficulty breathing and possible diabetic ketoacidosis. Customer advised they would like to stop troubleshooting and go to the emergency room. Customer was advised they will be sent out 3 t-sets.